Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation procedure, the lesion was about 10-12cm deep in the liver where the surgeon had to avoid lung, heart, and diaphragm. The physician placed needle and readjusted a few times; with the movement in and out of the computed tomography (CT) scanner. The CT scanned immediately after re-positioning showed a lot of blood, but the patient was stable. The patient was treated for 10 minutes at 100w, treated additional 5 minutes with minimal repositioning. The procedure lasted for over 2 hours; generator functioned normally. Post-treatment CT image showed blood in the abdomen; described as ¿moderate¿ amount of bleeding and repeat CT obtained shortly after showing reduction in the amount of blood in cavity. Post-procedure the patient became hypotensive and hemodynamically unstable. It is "unclear of" the resuscitation efforts, but the patient was given multiple blood transfusions. The patient never regained stability and expired 6 hours post ablation.